Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior an ablation procedure a farawave was selected for use. During preparation, after unpacking, the coating of the farawave catheter's tip was noted to have been peeled off. The catheter was then replaced, and the procedure was continued and completed successfully. There is a picture attached that notices the issue.